Manufacturer narrative:
The thermogard ivtm system was serviced at customer site. The reported complaint of the liquid in the air trap block and the check air trap alarm would not clear was confirmed. The air filter and the air trap block were cleaned. After cleaning, the air trap block was removed from the thermogard ivtm system and re-installed. Following service, the system passed all testing criteria. Historical complaints were reviewed for similar complaints and there was one similar complaint reported for thermogard ivtm system serial number (B)(4) reported on (B)(6) 2018 for ccr (B)(4). The defective air trap block was replaced to remedy the fault.

Event description:
It was reported that the start-up kit (suk) is leaking at air trap. Liquid was observed in the air trap block. The thermogard ivtm system displayed check air trap alarm and the alarm would not clear. Treatment was continued with another system. No known impact or consequence to patient. Date of event is unknown.